Event description:
It was reported that approximately 3 months post xience v stent implantation in the proximal left anterior descending artery (plad), during a routine visit, an aneurysm was noted around the area of the xience v stent. The patient did not report any adverse effects and no treatment was provided. During a routine visit in (B)(6) 2012, it was noted that the aneurysm was resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of aneurysm, as listed in the xience v instructions for use is a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.